Event description:
It was reported that the customer's screen froze on her insulin pump. When the insulin pump was turned back on, it seemed to be fine. At one point, there were unresponsive buttons while she was in a humid climate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No frozen screen alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window.